Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). An engineering evaluation for the returned device has been performed. The investigation stated the device was returned in the introducer sheath. The deployment knob was not returned with the device. Approximately 5.5 cm of the distal end of the endoprosthesis was fully expanded. Approximately 270 mm of deployment line was free beyond the constrained section of the endoprosthesis, the end was frayed. The struts at the proximal end of the endoprosthesis were bent outwardly. The catheter was unremarkable. Based on the device examination performed, no manufacturing anomalies were identified. Per gore® viabahn® endoprosthesis instructions for use (IFU), w. L. Gore & associates acknowledges that during introduction and positioning of the gore® viabahn® endoprosthesis, advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together. It is stated that complications and adverse events that can occur when using any endovascular device. These complications include but are not limited to deployment failure. A warning is given as ¿inadvertent, partial, or failed deployment of the endoprosthesis may require surgical intervention.¿

Manufacturer narrative:
(B)(6). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, a gore® viabahn® endoprosthesis ((B)(4)) was to be implanted for treatment of the abdominal aortic aneurysm extending to the iliac artery, as a branch graft to preserve the left internal iliac artery (sandwich technique). It was stated the access was a cut-down on both common femoral arteries. The viabahn® device was inserted from the right common femoral artery and crossed over to the left iliac artery through a 9fr sheath via a 0.035 super-stiff guide wire. It was reported the viabahn® device became stuck in the proximal portion of left internal iliac artery but finally advanced to the target lesion after several attempts. When initiating deployment, the physician reportedly felt resistance on pulling the deployment line and the deployment line broke. It was reported that considering the viabahn® device had partially deployed (distal expansion) and the physician was not able to continue full deployment, the physician retracted the viabahn® device from the left internal iliac artery to the left iliac artery by a surgical femoral cut-down, then removed the device out of the patient together with the sheath and guide wire. The procedure was successfully completed and no additional procedure was required.